Event description:
Four of the eight screws had their heads deformed. Of the four deformed screws, the tip of one remained inside the body. The remaining four screws broke during removal. All seven screws could be removed, except for the one that remained. Situation: during extraction, 4 out of 8 screw heads were deformed or stripped at the hexagonal part during extraction, and one of the screw tip was remained in the patient's bone. The easyout instrument were used but it did not work at all because the screw was tightly fused to the bone and the hexagonal part was stripped. The remaining screw heads were broken during extraction. A hospital owned carbide drill was used to drill on to the stripped hex part to remove the screw head. Then the area around the screw shaft was reamed with a hollow reamer, and then the screws were removed. Patient injury: due to the extended operation time, there was increased bleeding, and the area around the screw was drilled with a reamer, resulting in a larger hole than usual. The delay in surgery: the operation would normally take about 30 to 40 minutes, but it took 4 hours (240 minutes), so there will be a delay of approximately 3 hours and 30 minutes (200 minutes).